Event description:
The surgeon noted metal shavings in the surgical site during use of this shaver blade in a knee arthroscopy. It was reported that the surgeon irrigated and suctioned out the majority of the shavings from the site, and there is no known injury related to this event.

Manufacturer narrative:
Investigation findings: conmed linvatec received this shaver blade for evaluation and confirmed the reported problem. The investigation found two of the teeth on the distal end of the outer tube bent, and galling on the inner and outer tubes. This type of damage can occur if excessive force is applied during use. A corrective action has been initiated to address this failure mode. A 2 year review of history for this product found no serous injuries reported for this type of event.